Event description:
The target vessel was the anterior communicating artery. The surgeon put the echelon 10 microcatheter (details unknown) into place. When he was positioning the 4th coil which was an orbit coil (637hf0206/15812633) the coil had stretched during adjustment in the aneurysm. The surgeon had to withdraw it and changed competitor¿s coil to complete. There was no adverse event related to this complaint. No patient information or vessel code demographics provided.

Manufacturer narrative:
Concomitant medical products: echelon 10 microcatheter (details unknown); four other coils (details unknown). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of an anterior communicating artery aneurysm, the 2x6 orbit helical fill coil (637hf0206/15812633) stretched during adjustment in the aneurysm. It had to be withdrawn and was changed to a competitor¿s coil to complete the procedure. There was no adverse event related to the event. An echelon 10 microcatheter (details unknown) had been positioned and was used with the orbit. No further clinical or procedural information is available. A non-sterile orbit helical fill 2x6 was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it, the support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the coil was confirmed. Although a root cause conclusion cannot be determined, based on the analysis and the damages found on the device it appears to have been caused by the application of excessive force. There is no indication of any manufacturing issues related to the findings. It appears that procedural/clinical factors may have contributed to the event; however, due to the lack of information, no conclusion can be made. With review of the device history and analysis, there is no indication of any relationship to the manufacturing process. Additionally inspections are in place to prevent this type of device failure from leaving the facility. Therefore, no corrective actions will be taken at this time.